Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain / constant severe abdominal pain"), oophorectomy ("one side removal of ovary") and genital haemorrhage ("severe/abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included chronic cholecystitis in 2008, multigravida, parity 3 (B)(6) 2007, (B)(6) 2011 and (B)(6) 2013), miscarriage, ectopic pregnancy, upper respiratory disorder, gastroenteritis, pneumonia (with influenza), hypokalemia, vomiting, anemia, thrombocytopenia, tobacco abuse, hypothyroidism, pyelonephritis, influenza b virus test, left lower quadrant pain in april 2015, ovarian cyst ruptured, appendectomy, cholecystectomy in 2008, incomplete abortion on (B)(6) 2012, chills, upper gastrointestinal haemorrhage, acute gastroenteritis, dental abscess, thyroid disorder, mental disorder, uterine dilation and curettage in 2012, irregular menstrual cycle, dysuria, backache, pelvic peritoneal adhesions, syncope, complication of pregnancy and hyperthyroidism. She denies diaphoresis,palpitations, radiation, no history of early clots or early cardiac disease, she denies chills, nausea, vomiting, headache, altered vision, rash, change in voice, ear pain, she has no urinary symptoms,she denies trauma. There is no diaphoresis. She has no unilateral leg pain or swelling,she denies stds or pid, the patient denies sexually transmitted infections. Concurrent conditions included body mass index normal, anxiety, depression, headache, cough, sore throat, nasal congestion, myalgia, chest pain, short of breath, loose stools, gastrointestinal bleeding, cellulitis, periapical abscess without sinus, facial pain, ache, discomfort, difficulty sleeping, vomiting blood, depressive disorder, flank pain, renal disease, respiratory disorder, smoker, contusion, ovarian cyst since 2002, tooth pain, drug allergy (itchy), rash, urinary tract infection, skin eruption and rhesus antigen positive. Family history included peripheral vascular disease (dad, deceased), hypertension (dad, deceased), arthritis (dad, deceased), asthma (brother/sister), stroke, respiratory disorder and viral infection. Concomitant products included alprazolam, anaesthetics (anesthesia), buspirone, buspirone hydrochloride (buspar), gabapentin since 2015, ibuprofen, levonorgestrel (mirena)(B)(6) 2013 to june 2015, mirtazapine, mirtazapine (remeron), omeprazole, panadiene co (tylenol #3), paroxetine, paroxetine hydrochloride (paxil) since (B)(6) 2015, procet (acetaminophen w/hydrocodone), quetiapine since january 2016, sucralfate and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps / dyspareunia (painful sexual intercourse)"). In december 2015, the patient experienced menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches") and somnolence ("feeling sleepy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the abdominal pain, oophorectomy, genital haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache and somnolence outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, oophorectomy, pelvic pain, somnolence and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from your essure removal procedure. There were no abnormalities noted. 3 to 4 coils were seen on either side thus noting proper placement. She tolerated procedure well. Patient states she has 2 iuds in place. She was told this last week she has essure and one iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Confirming the injuries reported in this case, the following one/ones were reported in medical records: headaches, pelvic pain, abdominal pain, genital bleeding, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received: event feeling sleepy was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain / constant severe abdominal pain"), oophorectomy ("one side removal of ovary") and genital haemorrhage ("severe/abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included chronic cholecystitis in 2008, gravida ii, parity 3 (1(B)(6) 2007, (B)(6) 2011 and (B)(6) 2013), miscarriage, ectopic pregnancy, upper respiratory disorder, gastroenteritis, pneumonia (with influenza), hypokalemia, vomiting, anemia, thrombocytopenia, tobacco abuse, hypothyroidism, pyelonephritis, influenza b virus test, left lower quadrant pain in april 2015, ovarian cyst ruptured, appendectomy, cholecystectomy in 2008, incomplete abortion on (B)(6) 2012, chills, upper gastrointestinal haemorrhage, acute gastroenteritis, dental abscess, thyroid disorder, mental disorder, uterine dilation and curettage in 2012, irregular menstrual cycle, dysuria, backache, pelvic peritoneal adhesions, syncope, complication of pregnancy and hyperthyroidism. She denies diaphoresis,palpitations, radiation, no history of early clots or early cardiac disease, she denies chills, nausea, vomiting, headache, altered vision, rash, change in voice, ear pain, she has no urinary symptoms,she denies trauma.there is no diaphoresis. She has no unilateral leg pain or swelling,she denies stds or pid, the patient denies sexually transmitted infections. Concurrent conditions included body mass index normal, anxiety, depression, headache, cough, sore throat, nasal congestion, myalgia, chest pain, short of breath, loose stools, gastrointestinal bleeding, cellulitis, periapical abscess without sinus, facial pain, ache, discomfort, difficulty sleeping, vomiting blood, depressive disorder, flank pain, renal disease, respiratory disorder, smoker, contusion, ovarian cyst since 2002, tooth pain, drug allergy (itchy), rash, urinary tract infection, skin eruption and rhesus antigen positive. Family history included peripheral vascular disease (dad, deceased), hypertension (dad, deceased), arthritis (dad, deceased), asthma (brother/sister), stroke, respiratory disorder and viral infection. Concomitant products included alprazolam, anaesthetics (anesthesia), buspirone, buspirone hydrochloride (buspar), gabapentin since 2015, ibuprofen, levonorgestrel (mirena) (B)(6) 2013 to (B)(6) 2015, mirtazapine, mirtazapine (remeron), omeprazole, panadeine co (tylenol #3), paroxetine, paroxetine hydrochloride (paxil) since (B)(6) 2015, procet (acetaminophen w/hydrocodone), quetiapine since (B)(6) 2016, sucralfate and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual cramps / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent total hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the abdominal pain, oophorectomy, genital haemorrhage, menorrhagia, female sexual dysfunction, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, oophorectomy, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was not advised of any complications from your essure removal procedure. There were no abnormalities noted. 3 to 4 coils were seen on either side thus noting proper placement. She tolerated procedure well. Patient states she has 2 iuds in place. She was told this last week she has essure and one iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Confirming the injuries reported in this case, the following one/ones were reported in medical records: headaches, pelvic pain, abdominal pain, genital bleeding, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 23-feb-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, concomitant drug added , events added as follows:- pelvic pain, vaginal haemorrhage, headaches, migraines, oophectomy,female sexual dysfunction, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("severe/abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("persistent increased menstrual flow") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.